Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient had a revision procedure eleven years post implantation due to pain, squeaking when walking, and elevated levels. Metallosis was removed during the revision procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07191, 0001822565 - 2017 - 07192. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
The patient reported implant noise, pain, and difficulty ambulating 11 years post primary implantation. Patient participates in physical therapy 3 days a week and uses a wheelchair for mobility. No revision has been reported. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.